Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 3.1.6Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LCGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 421 mg/dL (23.4 mmol/L) while wearing the Pod between 49 and 71 hours. The Pod reportedly was coming loose from the infusion site on the arm, causing the cannula to dislodge. The patient mentioned they attempted a bolus during a snack and dinner, but it did not bring down patient¿s BGs. As treatment, a new Pod was applied.